Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The product information was not provided. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined.

Event description:
The customer reported that within ten minutes, she obtained blood glucose readings of 25 mg/dl and 112 mg/dl with the contour ts meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.